Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the information obtained, olympus were unable to identify the specific cause of the occurrence. However, it is possible that it was caused by some form of stress, such as damage or deterioration of parts during handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited adhesive around light guide lens had wear. There was no patient involvement.